Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unconfirmed.

Event description:
It was reported that the patient presented for implant. It was noted during the procedure that the screw driver was ejected towards the operating room floor after the electrode was fixed and adjusted. The doctor did not detect any abnormalities during screw adjustment but a set screw anomaly was suspected. The device was replaced. The patient's condition was stable at all time.